Event description:
Atrial lead dislodged right after closing the device pocket. Physician decided to explant the lead and plug the atrial port. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.